Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer provided the fiberscope "enf-p4" as one of the scopes the facility was using that uses the bf/enf/lf endoscopes w/o channel reprocessing manual. The customer was informed that there was no specific detergent name, only the specifications required for the detergent which were: low-foaming, neutral ph, and formulated for use with medical instruments. The detergent may be enzymatic or non-enzymatic but should be described by the detergent manufacturer as safe to use on flexible endoscopes. When asked which scope, the customer only provided the fiberscope "enf-p4" and could not provide any further information. The detergents compatible with olympus endoscopy equipment customer letter was emailed to the customer. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facilitys reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the operators were wiping the fiberscope with water and paper towels before disinfecting and wanted to know what type of detergent should be used. No patient involvement reported. The issue was identified by olympus as incorrect reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter and the and legal manufacturer¿s investigation. Additional information was received from the reporter. The serial number was unknown. Approximately two and a half weeks prior, the olympus sales representative from the highland area went to the facility and introduced the team to a new olympus sales representative (ears, nose and throat (ent) moved from highland to redlands) and performed an in-service about the proper cleaning of the scopes. No additional servicing was needed. The staff just needed to be reeducated in proper cleaning of the scopes. The staff was now properly doing the scope cleaning. The legal manufacturer performed an investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR shall be reviewed. The root cause could not be identified. It was likely the issue was due to human error. This issue was not caused by the product or by manufacturing, and there were no problems with the safety of the device. The instructions for use (IFU) provides the following guidelines: prepare detergent in a 500 solution cm3 (500 ml) container. Wipe the entire insertion tube with a clean, lint-free cloth soaked in detergent solution. Begin wiping from the boot toward the distal end. Initial reporter: first name, middle initial.